Event description:
It was reported that the patient had a reaction to prialt. A "couple weeks" before the initial report the patient was seen in the hospital for confusion. At that time the device was programmed to minimum rate and "after a couple of days the symptoms went away." It was noted that "they ruled out stroke," and other medical issues. The exact troubleshooting that was done was unknown. On the day of the initial report a system content removal procedure was performed and the prialt was replaced with morphine. Patient status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).